Event description:
Hill-rom received a report from the account stating the foot end brakes are not working (brakes were not holding). The bed was located at the account in ICU. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes not holding due to the brake pad fell off of the brake assembly. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the brake pad to resolve the issue. Based on this info, no further action is required.